Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: the meter was not returned with the pump. The black box started on (B)(6) 2015. Due to continuous use of the pump, the black box data and pump histories have been overwritten. The pump powered to the verify screen with audible and vibratory features. There was no debris found in the cartridge compartment. The pump successfully completed a rewind and load cartridge and then primed to 180 units. The cartridge was removed and verified that it was at 180 units. The cartridge was then reinstalled and a rewind and load step were completed. The piston correctly stopped at 180 units and the display correctly read 180 units. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
It was reported that the pump was incorrectly reading how much insulin was remaining in the cartridge. During troubleshooting with customer technical support (cts), it was revealed that the remaining insulin reading was showing more than 20 units less than what was remaining.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date, the patient experienced a blood glucose (bg) over 600 mg/dl with blurred vision, nausea, and symptoms of dehydration associated with the time and date resetting on the insulin pump and the pump being suspended. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump would not retain the programmed time and date settings upon removal of the battery and would reset to default settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. Also during troubleshooting, it was revealed that there were occlusion or empty cartridge alarms observed in the alarm history at the time of the pump suspension. This complaint is being reported based on the allegation that the patient had experienced hyperglycemia while on insulin pump therapy. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change and that the user inadvertently suspending the pump from giving insulin when attempting to confirm an alarm.